Manufacturer narrative:
As of 06/03/2022 returned product and unused retained samples of the same lot as the reported were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted.

Event description:
On the initial report received by aso on 05/09/2022 consumer reported that her daughter had an allergic reaction to the product. Consumer stated that she sought medical attention. Consumer returned customer information request (cir) on (B)(6) 2022. Consumer stated that she took her daughter to urgent care and it was prescribed steroid cream. Consumer stated the symptoms did not correct after she stopped using the product and that the issue was related to the entire product (tape and pad area).